Event description:
The quality assurance department of datascope corporation's cardiac assist division became aware of balloon events involving pt complications (excessive bleeding, throbectomy, blood transfusion) which occurred between 10/89 and 10/92. The study involved a multi-hospital iab study. A total of 182 pts were involved. The info was reported in the 1994 issue of "circulation"; volume 90: pages 792-799. The iabs in question were not returned to datascope. This is a literature reference only. (Event complication: excessive bleeding/transfusion/thrombectomy.) (Pt's current status: unknown.)